Manufacturer narrative:
An event regarding alleged femoral periprosthetic fracture involving a patient specific distal femur was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement which was inserted on (B)(6) 1990. The surgeon reported a periprosthetic fracture of the femur and aseptic loosening of the tibial stem. The CT scan provided shows the proximal part of the femoral bone has fractured at the tip of the stem. The remaining bone is very porotic and the cortical bone is very thin. There is significant bone resorption and osteolytic legions have taken place. There's fine radiolucent lines along the stem between the cement mantle and the bone, there are localized osteolytic legions in the middle of the tibial stem. This confirms the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 07aug1990 with no reported discrepancies. Complaint history review: there has been 1 other event relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
A patient specific implant prescription form was received for patient's total femur with diagnosis "periprosthetic fracture". Notes indicate: "previous custom made distal femoral hinge 1985, periprosthetic, total femur retaining, tibial component."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant prescription form was received for patient's total femur with diagnosis "periprosthetic fracture". Notes indicate: "previous custom made distal femoral hinge 1985, periprosthetic, total femur retaining, tibial component."